Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, severely calcified, 44mm in length, target lesion was in the proximal to mid portion of the moderately tortuous right coronary artery (rca). The lesion was predilated with a 2.5x30mm maverick2 balloon catheter. A 3.5x24mm taxus liberte drug eluting stent (des) was implanted in the proximal portion of the lesion. The physician then attempted to advance a 3.0x24mm taxus liberte des distally to the previously implanted 3.5x24mm taxus liberte des but was unable to successfully cross to the target lesion. The physician post dilated the 3.5x24mm taxus liberte des to 16 atmospheres with a quantum maverick. The physician was still unable to cross with the 3.0x24mm taxus liberte des. The device was removed and stent damage was noticed. The procedure was successfully completed using another 3.0x24mm taxus liberte des. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch number shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause is determined to be handling damage. Product unavailable for analysis.